Manufacturer narrative:
The device was not returned for evaluation but the pictures were reviewed, and they confirm that the insert is broken. The clinical/medical investigation concluded that, reportedly, the root cause of the reported event was the ¿post from the ps poly found to have snapped off causing the instability in the knee¿. The patient impact beyond the reported instability, broken post and revision procedure could not be determined. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or excessive forces applied to the implant. The contribution of the device to the reported event could be corroborated since the breakage of the device caused instability in the knee. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after tkr surgery had been performed on (B)(6) 2007, the patient experienced instability in the knee. It was found that the device snapped off. This adverse event was solved by revision surgery on (B)(6) 2021. Current health status of patient is unknown

Manufacturer narrative:
Internal complaint reference case: (B)(4).